Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe broke with a bd disposable cornwall¿ syringe system. The following information was provided by the initial reporter: (3 of 4 complaints). It is easy to break.